Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 24 occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating range. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. Customer¿s blood glucose value was 87 mg/dl.